Event description:
It was reported that there was a primary audible alarm background failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found right plunger case was cracked. Top case had a dent / crack on the front lower left corner. No damage on bottom case. During occlusion testing, the primary audible alarm background test was unable to be duplicated. The root cause of the issue could not be determined. Interconnect board connector was plugged and glued. No physical damage. Replaced speaker as a preventive measure and performed preventative maintenance testing which passed. A corrective and preventative action was opened to address the issue.